Manufacturer narrative:
Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross dilator is going to be submitted.

Event description:
It was reported that a bleeding occurred. During an atrial fibrillation with farapulse, a versacross connect for faradrive was selected for use. When going up with the dilator in the sheath, the dilator kept slipping out of the sheath. This caused the versacross wire to slip out and also caused kinking. It was tried to remove the dilator and the wire out of the sheath, and it was stuck, but then physician was able to remove it while it was in the sheath which caused the big gap causing a lot of bleeding. It did not allow to advance the device any further because of the patient's leads so the physician had to remove everything and go through the advancing for transseptal process. The bleeding was at groin site. Bleeding was stopped just by applying pressure and resolved. The patient was kept overnight and went home the next day, no further complications. The versacross device was replaced and the procedure was completed successfully. Some force was required to get the sheath up at the groin due to its size. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross dilator is going to be submitted.

Event description:
It was reported that a bleeding occurred. During an atrial fibrillation with farapulse, a versacross connect for faradrive was selected for use. When going up with the dilator in the sheath, the dilator kept slipping out of the sheath. This caused the versacross wire to slip out and also caused kinking. It was tried to remove the dilator and the wire out of the sheath, and it was stuck, but then physician was able to remove it while it was in the sheath which caused the big gap causing a lot of bleeding. It did not allow to advance the device any further because of the patient's leads so the physician had to remove everything and go through the advancing for transseptal process.the bleeding was at groin site. Bleeding was stopped just by applying pressure and resolved. The patient was kept overnight and went home the next day, no further complications. The versacross device was replaced and the procedure was completed successfully. Some force was required to get the sheath up at the groin due to its size. The device is not expected to be returned for analysis (disposed).